Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaint has been reported by the same us facility. The previous complaint evaluation for this serial number (B)(4) is: confirmed, root cause is internal failure in the probe causing the image to freeze. (Reference: MDR number 3006260740-2020-02694)

Event description:
Per tm - this unit is freezing up when scanning with the ultrasound.